Event description:
A customer contacted beckman coulter regarding erroneously low total bhcg (tbhcg) results from two (2) different patient samples that were generated by the unicel dxi 800 access instrument. The customer indicated that patient a and b samples were tested for tbhcg and results of 0mlu/ml were obtained for both patients. The results were reported out of the lab. The customer re-tested the original samples of both patients for (tbhcg) and obtained different results: the repeated result was 1000miu/ml for patient a and 586.41miu/ml for patient b. Per customer, patient b sample was tested for tbhcg on a different instrument and a result of 525ng/ml was obtained and reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention.

Manufacturer narrative:
Per customer, qc was within specifications prior to the event. However, archived records show level 2 and 3 qc failed in 2007, in the morning. Qc was repeated midday and in the evening; results were in specifications from both runs. A field service engineer (fse) was dispatched to the customer's lab on 03/08/2007. The fse performed hardware verification per service manual. The fse ruled out pack sharing, malfunction of reagent or sample pipettors as root cause for this event. The fse replaced dispense and aspiration probes as a precaution. The fse adjusted high voltage on the luminometer and verified ultrasonic's. The fse conducted carryover and diagnostic testing with acceptable results. The fse performed precision study and verified qc; results passed within specifications. The fse verified repair per established procedures. Results met published performance specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.